Event description:
It was reported that the customer had experienced several no delivery alarms with the insulin pump. The no delivery alarms were past events and could not be troubleshot, however, the customer stated the infusion sets were defective. The customer's blood glucose was 81 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.